Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. A 2.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to advance and was fractured. The procedure was incomplete due to too much calcified lesion, however, in the second attempt, it was completed with a non-boston scientific stent using cutting balloon. There were no patient complications reported.

Manufacturer narrative:
Device evaluated by MFR.: synergy ous mr 2.50 x 48mm stent delivery system was returned for analysis. Examination of the crimped stent via scope found evidence of stent damage with a strut lifted in first distal row. The undamaged crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon cones were reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and microscopic examination of the bumper tip showed no signs of distal tip damage. A visual and tactile examination of the hypotube shaft found no issues. A visual and tactile examination of the outer and mid-shaft section and a visual examination of the inner lumen found no issues along the shaft polymer extrusion. No other issues were identified during analysis.

Event description:
It was reported that shaft break occurred. The target lesion was located in the mildly tortuous and moderately calcified vessel. A 2.50 x 48 synergy drug-eluting stent was advanced for treatment. However, during the procedure, the device failed to advance and was fractured. The procedure was incomplete due to too much calcified lesion, however, in the second attempt, it was completed with a non-boston scientific stent using cutting balloon. There were no patient complications reported.